Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and ECG monitoring stress testing without duplicating the report. The defib cable receptacle was replaced as a pre-caution. The device was recertified and returned to the customer, along with a new multifunction cable. The multifunction cable was not returned as part of this investigation. The customer was instructed to discard the original multifunction cable. Analysis of reports of this type has not identified an increase in trend.